Event description:
It was reported that the pump battery would not charge, and the charging connection was unstable or not recognized even after following various troubleshooting steps. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support instructed the caller to plug the pump into a different wall outlet and to try a different charging cable, but these steps did not resolve the issue. As a result, the decision was made to replace the pump while the customer used an insulin pen for backup.